Event description:
It was reported that during a lobectomy procedure, the sleeve of the device was observed to be broken. Another device was used to complete the case. No adverse patient consequences was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.